Event description:
It was reported that the pt experienced loss of therapeutic effect and a volume discrepancy was noted. There was more volume than expected. The estimated reservoir volume was 3.6ml while the actual reservoir volume was 38 ml. Additional info has been requested from the hcp, but was not available as of the date of this report.